Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and verified the reported issue. It was observed that pin 1 was physically damaged; which resulted in a loose connection, causing an intermittent loss of paddles connection and/or a dump of energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported. Physio-control replaced the therapy connector assembly; thereafter proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would disarm itself when charging for defibrillation and the joules indicator would disappear. This occurred when the therapy connector on the device was manipulated. There was no patient use associated with this event.